Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on july 03, 2017 by cochlear ltd. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation.